Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The time and date functioning properly. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label, cracked retainer and cracked case at battery tube side. Unit was not confirmed for absences of audio/ vibrate anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.